Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the device was returned in two pieces as result of a break in the hypotube 190mm distal to the strain relief. Several kinks were noted along the hypotube and just proximal to the break. The crimped stent and the balloon of the device were visually and microscopically examined and no issues were noted with their profiles. The balloon was tightly wrapped and was not subjected to positive pressure. The balloon of the device was visually and microscopically examined and no issues were noted with its profile. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a shaft break occurred. The 90% stenosed and severely calcified lesion was located in the 25 mm non tortuous mid left anterior descending artery (lad). After the target lesion was predilated with an unknown device, stenosis was reduced to 50%. Then a 3x28 mm synergy stent was advanced, however it could not cross the lesion. After several attempts to cross the lesion, the shaft of the stent delivery system suddenly broke and was quickly removed intact as one system. A 3x16 mm synergy stent was advanced and encountered some difficulty in crossing the lesion however, the stent was successfully deployed at the distal end of lad. Another 3x12 mm synergy stent was implanted at the proximal end of the lesion with no difficulty, overlapping the previously deployed 3x16 mm synergy stent. The procedure was completed with a different device. No patient complication was reported and the patient¿s status is stable. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that during a percutaneous coronary intervention, a shaft break occurred. The 90% stenosed and severely calcified lesion was located in the 25 mm non tortuous mid left anterior descending artery (lad). After the target lesion was predilated with an unknown device, stenosis was reduced to 50%. Then a 3x28 mm synergy stent was advanced, however it could not cross the lesion. After several attempts to cross the lesion, the shaft of the stent delivery system suddenly broke and was quickly removed intact as one system. A 3x16 mm synergy stent was advanced and encountered some difficulty in crossing the lesion however, the stent was successfully deployed at the distal end of lad. Another 3x12 mm synergy stent was implanted at the proximal end of the lesion with no difficulty, overlapping the previously deployed 3x16 mm synergy stent. The procedure was completed with a different device. No patient complication was reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is a combination product. (B)(4).